Event description:
In late 2008, the patient reported an elevated blood glucose reading of 430 mg/dl at 4:38pm. She said she bolused 4 units of insulin and at 5:44pm her reading dropped to 352 mg/dl. Her target reading is 200 mg/dl. She has no symptoms with her elevated readings. She stated she changed her insulin infusion headset prior to the call and when she removed the headset, it was not kinked. She said the headset had been in use for 3 days and was due to be changed. She changes her infusion set tubing and insulin cartridge once per week and was advised she should change these at least every 6 days. Troubleshooting did not find any product issues. Her reading at the end of the call was 304 mg/dl. On follow up with the patient six days later, she stated her blood glucose lowered after changing her infusion headset. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.